Event description:
It is reported that a customer experienced high blood glucose of 465 mg/dl. The customer experienced calibration errors and communication problems with the sensor of the insulin pump. The customer was assisted with the sensor issues and was advised to call the help line if they had any other problems with the insulin pump. The customer declined trouble shooting the calibration error. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.